Event description:
It was reported that the stent became stuck on the guidewire. A 7x100x130 innova self expanding stent was selected for use for a superficial femoral artery (sfa) interventional procedure. The stent was attempted to deploy, however, it became stuck on a magic torque guidewire. The physician then removed the stent and delivery system, along with the wire out of the patient through the sheath. The physician had to regain wire access and the procedure was completed with another device. There were no patient complications reported and the patient's status post procedure was stable.